Event description:
It was reported that a patient alert was sounding for the right ventricular (rv) lead due to oversensing. Also, the rv lead threshold had increased to 5 volts at 0.2 milliseconds and there was a suspected fracture. The detections and therapies were turned off until the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed there was oversensing with ventricular non-sustained tachycardia less than equal to 210 milliseconds between (B)(6) 2012. Also, there was a patient alert for lead failure predictor on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.